Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issues were reproduced during troubleshooting. According to received information the pressure transducer printed circuit board (pcb) was found defective. A positive end expiratory pressure (peep) is maintained in the alveoli and may prevent the collapse of the airways. Pressure transducer pcb measures the pressure, conveyed via the pressure tube connected to this block by its differential pressure transducer. With differential reference to the ambient pressure, the output signal is proportional to the measured pressure thus giving a linear measurement in the range -40 cmh2o to +160 cmh2o. The defective part was not returned for investigation, despite request. The reported issue was not confirmed in provided device's logs in the indicated date of event. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to pressure transducer pcb. The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported the ventilator failed pressure transducer test during pre-use check and generated an alarm indicating high positive end expiratory pressure (peep). There was no patient harm. Manufacturer's ref #: (B)(4).